Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified vessel. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that balloon ruptured at 3 atm for 10 seconds upon first inflation. The device was removed from the patient's body and the procedure was completed with another of the same device. No reported patient problem and complications after the procedure.